Event description:
It was reported that the pt underwent a procedure to fuse l1-l5 (l4 skipped) using posterior fixation. Approx two and a half months post op, it was found that the left l5 screw was broken. No revision procedure was performed at that time. Recently, fusion was confirmed. The pt was reportedly asymptomatic. Reportedly, the pt was post op quite active.

Manufacturer narrative:
(B)(4): the lot of the suspect device was not identified, therefore, the MFR cannot determine the suspect device. The lots those are associated with this event are h08h7121, h08j7574, h08j8210, h08j8211, h08j8213, h08l0165, h08l0166, and w08b2956. (B)(4): neither device nor film of applicable imaging studies were returned to the MFR for eval. We are unable to determine the cause of the event. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specs.